Event description:
A patient contacted company to inform company that they developed purpura on lower legs after 2 column treatments last october. It resolved with steroids but then patient developed fluid retention and proteinuria. Patient is now undergoing treatment for mesangioproliferative glomerulonephritis.